Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis and treatment information were not reported. It was reported the patient was hospitalized for the event. At the time of this report, the patient had not yet recovered from this peritonitis event. Pd therapy was not reported. Additional information was unable to be obtained.